Event description:
It was reported that during a laparoscopic tubal ligation is ovary, while being used the tip of the device broke off in the pt, error "release pressure on blade", still activated, never stopped. Another device was used to complete the procedure. There was no pt injury. Add'l info was requested, but no add'l info was received. A f/u report will be sent if add'l info is provided.

Manufacturer narrative:
Final device investigation found that the device was returned with the blade broken off and the tissue pad melted in the center. The broken piece was returned with the device. Upon eval, the device passed all electrical testing when connected to generators including button tests and self-tests, with no error codes displayed. During eval, the device was able to activate and stop operating as intended. The device history record was reviewed, and no discrepancies were noted.